Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation and the reported problem was verified. The investigation found that the on/off buttons functioned intermittently and the shaver has the potential to run on its own related to pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.

Event description:
It was reported that during use of this shaver handpiece, it operated erratically and at times ran on its own. There was no report of serious injury or surgical delay related to this event.